Event description:
It was reported that during the surgery t2 pre-deploy. T1 was removed from the patient. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination o0f the construct showed the suture has been cinched, t1 is bent, t2 showed no abnormalities. The actuator is in its post t2 deployment position indicating multiple trigger advancements. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Per the device instruction for use warning: do not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pre-deployed. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: advancing the trigger twice. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.